Event description:
It was reported the patients lead displayed high impedance on all contacts resulting in ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified all broken wires inside the paddle/header. The root cause is consistent with overstress condition the paddle may have been subjected to while in vivo.

Manufacturer narrative:
The event of high impedance was reported to abbott. Patient has not met with surgeon. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.